Event description:
It was reported the customer had multiple alarms on their insulin pump. Customer had a signal too low alarm, unexpected restart alarm, and a displayable history check failed on startup alarm. The customer's blood glucose was 16 mmol/l. No additional information provided.

Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed error test and self-test. The insulin pump had multiple alarms in alarm history screen due to corrupted history file. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.